Manufacturer narrative:
The reported events of unacceptable capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was replaced and the procedure continued with the new lead implanted on (B)(6) 2025. The patient was stable throughout.